Event description:
Prior to a coronary stent procedure, stent damage was noted right out of the package. Upon removal from the package, it was noted that the distal edge of the stent was damaged. No pt injuries or complications were reported.